Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shock frequently and the smart pass feature repeatedly found disable due to low amplitude. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.